Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was as high as 599 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer changed the infusion set tubing/site and a system check with tandem's technical support indicated that the supplies functioned at intended. Also, it was noted that the customer believes the settings are set too low. The bg level decreased to 190 mg/dl; however, the customer wanted to bring their level back to their target level, so it was addressed with a manual injection.